Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experiences low blood glucose (bg) levels in the 20, 30, and 40mg/dl range sometimes while working. Low bgs are treated by drinking juice/ soda, and the issue resolved.